Event description:
The peritoneal dialysis patient reported fluid coming from the cycler dorr during dwell. Fluid has remained clear. No prophylactic antibiotics were used. Patient has received their new cycler. The patient did not have any health complications. Supplies were disposed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.